Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported that two v-gos where the needle button released on its own. The patient stated she did not hit the needle release button in error. The patient reported places the vgo on her abdomen she is sitting down to make sure it isn't placed on an area of fold.